Event description:
The customer stated she went to the emergency room for high blood glucose over 432 mg/dl. The customer stated, she changed the infusion set on the morning of the event, but did not change it again when she experienced the high blood glucose. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.